Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device - 1 year 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient suffered an ischemic stroke. The patient also suffered episodes of emesis and became increasingly somnolent. There was a hypodensity in the paramedian left ventral ponsmay present infarct vs. Artifact. Additional information provided on 24aug2018. The patients symptoms for the stroke were left sided facial droop with left sided leg weakness. Also had increased somnolence. Patient had an active smoking status at the time of the event and inr was at 1 at the time of admission due to medication non-compliance. The stroke was described as embolic and the patient remained ongoing with the pump.

Manufacturer narrative:
A direct correlation between heartmate 3 lvas and the reported event could not conclusively be established through this evaluation. The heartmate 3 lvas IFU lists stroke and neurologic dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.